Event description:
The manufacturer received information alleging an issue related to a CPAP/bipap device's sound abatement foam. Patient alleged irritation of the nostrils with bleeding, frequent headache, tightness of the chest. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.